Event description:
It was reported the patient did not receive 'good' stimulation and was ultimately explanted. It was noted the patient reported the implanting physician put the device in his 'belt line,' which 'always' made it feel as if it were 'sliding up his back.' The patient's status and outcome were reported as alive, and without injury, adverse event nor symptoms. There was no additional information provided. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2013, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2013, product type lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2013, product type recharger; product ID 37742, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).